Event description:
An eye care professional (ecp) reported that the pt has been wearing surevue contact lenses for 4 to 5 years without problem. The pt reportedly inserted a fresh lens and developed a small wound in one eye. The patient was instructed not to wear lenses for at least one week. The pt returned to the ecp's office "after several days" with a more serious wound in the same eye. The ecp believed the pt did not wait a full week before wearing lenses. The following is a translated statement from the ecp, "it was a bit painful for (patient) to use the lens after the first wound but (patient) was holding the pain." The pt received further treatment at a hospital. The ecp was contacted again, but could provide no additional information. The specific nature of this injury is not known. This issue is being reported as it may represent a serious injury. Lot history review: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.